Event description:
The nurse reported that the drape they normally get was temporarily changed in their pack, and when removing the drape at the end of the procedure today, some of the pt's facial skin was adhered to the sticky part of the drape and ripped a large amount of the pt's facial skin. She is going to require additional treatment.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. This report was mailed to FDA on: 10/10/2008.